Event description:
It was reported through the attorney for the pt, as a result of legal claim, that allegedly, "on (B)(6) 2011, the pt had her hip implant surgery at (B)(6) hospital in (B)(6)." It was further alleged that, "since the surgery, the pt has been in severe and near-continuous pain. Evaluations are underway to consider removal and replacement of the subject prosthesis."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time.